Manufacturer narrative:
The pipeline flex was returned for evaluation with its microcatheter. As received, the pipeline flex was stuck inside the distal segment of the microcatheter and could not be pushed forward or removed. For further investigation, the microcatheter was dissected to remove the pipeline flex. The pipeline flex tip coil appeared to be damaged. The distal hypotube appeared to be stretched with the ptfe shrink tubing intact. A segment of the push wire was found to be bent. The pipeline flex distal and proximal ends were found fully opened with damaged braid; the middle section was found fully opened with no damage to the braid. Based on analysis findings and reported event details, the complaint of pipeline flex failure to open on the distal end could not be confirmed. The returned pipeline flex was found fully opened with damaged braid at both ends. It¿s possible that the tortuous anatomy and the reported resistance may have contributed to the issues. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline flex instructions for use, the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the microcatheter against resistance may result in damage to the micro catheter, or the vessel. "

Manufacturer narrative:
(B)(4). The pipeline flex was received at the returns center and is in transit to the manufacturing site for evaluation. A follow up MDR will be submitted when evaluation of the device is complete.

Event description:
Medtronic received report that a pipeline flex did not open open during a flow diversion procedure. The patient was being treated for an unruptured, small saccular aneurysm in the left, para-ophthalmic internal carotid artery (ica). Landing zone artery size was 3.8mm distal and 4.8mm proximal. Vessel was moderately tortuous. During pipeline flex delivery, the physician felt friction in the proximal segment of the microcatheter. The physician continued to advance the pipeline flex to the tip of the microcatheter. It was reported that the proximal section of the pipeline flex become stuck during deployment. The physician released the load in the system, but it did not resolve the issue. When the physician continued to deploy the pipeline flex, the device would not deploy properly out of the microcatheter. The proximal and distal sections of the pipeline flex did not open. The physician resheathed and redeployed the pipeline flex twice, but the device still did not open. The pipeline flex became stuck in the microcatheter, so the devices were removed as a system. Outside of the patient, the pipeline flex was still stuck inside the microc atheter. A different pipeline device was implanted into the patient with good angiographic result post-procedure. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.